Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed), followed by a cholesteatoma. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with medication (specific type, date and duration not reported).